Event description:
Whilst in use the broach handles would not hold onto the broach. Another identical device was immediately available and the case was completed as originally planned with no adverse consequences or delays.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 1113-1714, lot # h04e137, description: offset broach handle, std. Cat # 1113-1714, lot # mjmedk, description: offset broach handle, std.